Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had under delivery. The customer¿s blood glucose value at time of incident was in the range of 200 mg/dl. The customer¿s current blood glucose value was 149 mg/dl. The customer treated for high blood glucose with other insulin pump. The customer was experienced symptoms such as cotton mouth. The customer was wearing the insulin pump when high blood glucose event was reported. Customer was assisted with troubleshooting but was not completed due to customer not using the pump. The insulin pump will not be returned for analysis.